Event description:
It was reported that for an unspecified reason, the patient found themselves in a need to perform a controller exchange while at home. When the patient connected themselves to their backup controller, the ventricular assist device (vad) failed to restart. The patient then tried to connect back to their primary controller but again, the vad failed to restart. The patient subsequently rushed to the hospital to get support with ¿red alarm¿ where a third attempt to restart the vad was performed by using a new controller, however, the vad failed to restart. Log file review indicated there was also a power disconnect on the primary controller. Of note, the patient was still doing fine. It was further reported that the site decided to perform a vad exchange to a competitor brand.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ controller 2.0, model #: 1420, catalog #: 1420, expiration date: 30-nov-2020, serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun, mfg date: 30-nov-2019, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿controller, UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun. (B)(4). Brand name: heartware ventricular assist system ¿controller, UDI #: (B)(4), device available for evaluation: no, no, device evaluation anticipated, but not yet begun, labeled for single use: no. (B)(4). Additional information has been requested regarding the reason of the first controller exchange, serial number of the additional two controllers, device dispositions, and patient outcome of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for a correction. H10 has been updated. Additional products: d1: heartware ventricular assist system ¿ (B)(6). D1: heartware ventricular assist system ¿controller d1: heartware ventricular assist system ¿controller h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) was returned for evaluation. Five (5) batteries (B)(6), one (1) controller (B)(6), and two (2) controllers with unknown serial numbers were not returned for evaluation. No performance allegations were made against the batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A review of hw36849's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the reported pump revealed that the device passed visual examination and functional testing. Tissue was observed upon opening of the returned pump; however, the sample could not be retrieved for pathological evaluation since it was falling apart. Dimensional verification revealed that the front preload measurement was found to be deviating from the specification. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Dimensional verification also revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Review of the event log life associated with (B)(6) revealed that the controller was powered down on 18/nov/2022 at 10:55:05, likely due to the reported controller exchange; no alarms or anomalies were logged leading up to the controller power down. Log files associated with (B)(6) then revealed a controller power event with an associated pump start event logged on 18/nov/2022 at 10:55:16, likely due to troubleshooting of the reported initial failure to restart event on the backup controller. Review of the alarm log file associated with con408842 then revealed a vad stopped alarm was then logged on 18/nov/2022 at 10:55:43, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by an additional controller power up event, a vad disconnect alarm indicating a physical disconnection of the driveline from the controller, and an additional vad stopped alarm indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Vad stopped alarms are high priority alarms, which will result in the controller's alarm indicator flashing red. As a result, the reported events involving (B)(6) were confirmed. Controller log files associated with the other controllers were not available for analysis. As a result, the reported failure to restart events involving the other controllers could not be confirmed. Based on the available information and the reported event details, a possible root cause of the reported "power disconnect" event can be attributed to a controller power up event, likely due to troubleshooting during the initial controller exchange. The most likely root cause of the remaining controller power up event involving the controller can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnections of the driveline from the controller during troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
###A supplemental is being submitted for additional information. Product event summary: ventricular assist device (vad) (B)(6) , one (1) controller ((B)(6)), and two (2) controllers with unknown serial numbers were not returned for evaluation. Log file analysis revealed that (B)(6) was the primary controller in use during the reported event. Review of the event log life associated with (B)(6) revealed that the controller was powered down on (B)(6) 2022 at 10:55:05, likely due to the reported controller exchange; no alarms or anomalies were logged leading up to the controller power down. Log files associated with (B)(6) then revealed a controller power event with an associated pump start event logged on (B)(6) 2022 at 10:55:16, likely due to troubleshooting of the reported initial failure to restart event on the backup controller. Review of the alarm log file associated with (B)(6) then revealed a vad stopped alarm was then logged on (B)(6) 2022 at 10:55:43, indicating that the pump failed to start after multiple attempts. This vad stopped alarm was followed by an additional controller power up event, a vad disconnect alarm indicating a physical disconnection of the driveline from the controller, and an additional vad stopped alarm indicating that the pump failed to start after multiple attempts, likely due to troubleshooting. Vad stopped alarms are high priority alarms, which will result in the controller's alarm indicator flashing red. As a result, the reported events involving (B)(6) were confirmed. Controller log files associated with the other controllers were not available for analysis. As a result, the reported failure to restart events involving the other controllers could not be confirmed. Based on the available information and the reported event details, a possible root cause of the reported "power disconnect" event can be attributed to a controller power up event, likely due to troubleshooting during the initial controller exchange. The most likely root cause of the remaining controller power up event involving the controller can be attributed to a controller exchange and troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnections of the driveline from the controller during troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. (B)(6) was not in scope of fca cvg-21-q3-21. CAPA pr00532915 is investigating pump failures to restart outside the subpopulation of fca cvg-21-q3-21. Additional devices: (B)(6) ¿ controller 2.0 h6: patient ime code(s): e2403 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d10 unknown ¿controller h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 unknown ¿ controller h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.